Manufacturer narrative:
H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation and had damages on the main panel and battery cover. Pneumatic and electronic tests were performed. The customer's indicated failure was replicated. The root cause was the vrv assembly, which was over-limit. As a result, the vrv assembly will be changed, and the CPAP control adjusted. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is broken or not responding manometer. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.